Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/body fluid in the tip area which would inhibit helix function. Noted cut to lead body insulation at 10cm from is-1 end, cause was attributed as unintended use error. Resistance testing found the lead was electrically continuous. Failure to capture and dislodged or dislocated failures were not confirmed or detected.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to insulation break at proximal of the lead, the lead also exhibited loss of capture and dislodgement. The lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to insulation break at proximal of the lead, the lead also exhibited loss of capture and dislodgement. The lead was successfully replaced. No additional adverse patient effects.